Event description:
The patient is reportedly experiencing poor performance and tinnitus with and without use of the device. Programming adjustments were made; however, this did not resolve the issue. Surgery to explant the patient's device is being considered.

Manufacturer narrative:
Advanced bionics considers the investigation into this reported event as closed. The patient has reportedly not followed up with the facility. A review of the device history record revealed no anomalies. The patient remains implanted. This is the final report.